Event description:
It was reported that there was a battery communication timeout. Battery was swapped without fixing the issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in good condition. During functional testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Full preventative maintenance as a preventive measure.